Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as the patient representative called back stating that, this morning, the patient was having "really ugly" parkinson's symptoms. The caller repeated information regarding issues the patient had with the handset and wr, noting that they "sort of worked that out." Senior caregiver was also on the call and mentioned that when they checked the ins charge level this morning, the recharger app indicated that the ins charge level was down to 0% and therapy was off. Senior caregiver stated the ins charge level was over 75% last friday. Agent reviewed that the therapy turned off because the ins charge level got to 0%. Before calling, senior caregiver stated they got the ins charge level to 25%, but they could see that therapy was still off. During the call, agent had senior caregiver use the dbs therapy app and communicator to turn therapy back on. When they opened the dbs therapy app, they were prompted to pair the communicator, which they did successfully, and then they were able to turn therapy back on. Caregiver stated the patient was doing better after therapy was turned back on. Patient's representative mentioned that they had contacted manufacturer representative (rep) and are waiting for a call back. Patient's representative stated the rep intends on meeting with the patient to troubleshoot the handset because they think there might be a problem with it. Agent reviewed that the external equipment appeared to be working correctly, and advised to monitor the patient's ins charge level to prevent this from happening again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) and external devices. The reason for call was caller reported that from the get go of being implanted about 3 weeks ago (no allegations made related to previous ins battery longevity) and that within several days, they thought the communicator appeared to not hold a charge. The caller stated they would connect in the dbs therapy application and be notified battery was low with a red line alert and danger and that the reading they believed would not be correct because they would charge the communicator overnight or for a couple of hours, and try to get a reading again, and they would get the same red alert danger, thus they believed the communicator was not holding a charge. The caller stated they knew the patient's ins was fully charged because the wireless recharger (wr) made the recharging session complete sound and would turn off as expected. The caller stated the patient had significantly high settings and that they had been previously informed by healthcare provider (hcp) and manufacturer representative (rep), that the patient would likely need to charge every couple of days, or 3 times a week. The caller stated they would charge the patient's ins everyday, and from the recharging session complete tones from the wr they would hear, they knew the patient's ins was charged. Patient services (pss) had caller connect in dbs therapy application. The low ins battery alert, notifying caller to recharge the neurostimulator to prevent loss of therapy, came up, and the caller stated that alert was why they thought the communicator was not holding a charge and thus, provided inaccurate readings, because they knew the patient's ins was charged. The caller stated that happened yesterday in which the wr connected perfectly, and within 30-35 minutes, came up with the final beeps and shut off, yet the dbs therapy app today was showing the patient's ins was dangerously low. Pss reviewed the alert, and caller understood that communicator appeared to be working as intended. Pss had caller check with recharger application, and the ins was at 25% with excellent connection, and caller stated they saw therapy was off. Caller stated they had not turned therapy off. Pss reviewed low ins battery depletion and therapy possibly turning off. The caller had mentioned the patient had return of symptoms in which the caller stated the patient was shaking and had a jaw issue. When pss had asked event date of symptoms, the caller did not provide a date and stated the dbs device hadn't solved all of the problems with the patient, and that with the combination of the dbs device and carbidopa, they help but the patient still experiences issues and they do go in every couple of months to have the dbs tweaked. Pss assisted caller with turning therapy back on, and the caller stated nothing bad happened when therapy was turned on and that the patient was feeling okay. The caller stated the patient's symptoms were diminishing, in which the patient was no longer complaining and the patient lifted their hand to point and their finger was not shaking, and caller stated the shaking had greatly diminished and their jaw issue seemed to have settled down and stated things were much better with therapy on. Pss believed all external equipment was functioning as intended and caller agreed. Pss reviewed to continue charging the ins and the patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had problems with recharging since implant. Currently the wireless recharger was going back to searching for the device while the patient app and tablet communicate with the implant fine. A replacement wireless recharger was going to be sent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID tm90d0; serial# (B)(6); product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the consumer after this and it was determined the cause of the implant turning off and the communicator not holding a charge was due to the recharger not getting a connection with the implant and turning off leading the patient¿s staff to think the charging session was over. Education was provided to find the optimal recharging position along with how to use the recharger app which resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.